Event description:
It was reported that unspecified bd set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that while disconnecting from max zero extension set IV fluids sprayed rn in face.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product was returned by the customer and the picture provided does not indicate the described event. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.